Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, on stomach, the device did not fire. The staple did not come out hindering the use and did not work completely. Used another device to complete the procedure. There was no patient injury.